Event description:
Reportedly, the instrument cut, but the staples did not form properly. Applied another device. The first anastomosis was resected and a new anastomosis was performed. Sigmoid tissue loss was reported.